Manufacturer narrative:
Pump passed displacement test, operating currents, self test and off no power test. No unexpected low battery alarm noted. No unexpected off no power alarm. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump randomly turns off and on, sometimes with alarms and sometimes without. Customer also indicated that a low battery alert was was submerged in the swimming pool and the keypad buttons and up arrow button is not responsive. Customer also received a battery out alarm. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for fluid in pump but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.